Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an hcp and manufacturing representative source regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient request an elective explant of the scs system because he feels it is not giving him adequate pain relief. Unknown as to how long the patient has felt this way. Contributing factors were unknown. Explant is planned but has not been scheduled at this time.